Event description:
During a hemorrhoidopexy procedure, the stapler had cut the posterior wall only partially and that the staples were not completely closed. Hemostasis was achieved by applying sutures. There were no adverse pt consequences.